Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that while the surgeon was using the system to insert a catheter (em), the system (both main and camera cart) shut down by itself and would not boot up. Navigation was aborted, but surgery continued. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, ubd: unknown, UDI#: unknown product ID: 9735773, ubd: unknown, UDI#: unknown product ID: 9735787, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: 9735818, lot number: unknown, was returned to the manufacturer for analysis 2024-04-16 and analysis did not confirm the reported event. No failures were found with the panel as it was part of a computer upgrade. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9736409, lot number: unknown, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the cable. There was no physical damage and it was found to be fully functional. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9735785, lot number: unknown, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the cable. There was no physical damage and it was found to be fully functional. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9736371, lot number: 230510, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the cable. There was no physical damage and it was found to be fully functional. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9736410, lot number: unknown, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the cable. There was no physical damage and it was found to be fully functional. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9735787, lot number: 17510101, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the uninterruptible power supply (ups). The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable to this returned product analysis. H3, h6) the product ID: 9735764, lot number: 1751c00486, was returned to the manufacturer for analysis on 2024-04-16 and analysis did not confirm the reported event. No failures were found with the returned computer. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and applicable configurations were set correctly, the video capture card functioned correctly, all display ports functioned correctly, as well as the sound on the ports. The computer passed all testing and it did not experience any unexpected shut down issues over a 4 hour continuous period. The computer was fully functional. B01, c19, and d14 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: , serial/lot #: unknown h2-3) the battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735818, serial/lot #: unknown, product ID: 9736408, serial/lot #: unknown, product ID: 9736409, serial/lot #: unknown, product ID: 9735785, serial/lot #: unknown, product ID: 9735803, serial/lot #: unknown, product ID: 9736371, serial/lot #: unknown, product ID: 9736410, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.